Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a smart touch unidirectional catheter. The catheter was kinked and the shaft material was split in two locations. The physician noted that the catheter was difficult to move within the sheath and when the catheter was removed from the patient, the kink and split in the shaft material was noticed. The catheter was replaced and the procedure was completed successfully with no patient consequence. Upon request, additional clarification was received. The issue occurred in the right atrium. There was no difficulty removing the catheter. They only experienced difficulty in maneuvering the catheter in the preface sheath. The insulation was visibly bent and the catheter was malformed in two places. There were no inner wires exposed. They were unable to provide a picture of the issue. This initial reported complaint itself was not indicative of a reportable event as in the clarification received of the issue, it was stated that there were no inner wires exposed, no issue in removing the catheter from the patient and the procedure was completed without patient consequence. Upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted that the shaft was bent at 3cm and 21cm distal from electrode #6 and foreign material was found near the tip of the catheter around the clear sensor sleeve. In addition, braid wire was exposed along several shaft sections. The damaged area is visible through the naked eye. The braid wire being exposed and the foreign material present at the catheter tip are both indicative of reportable issues. This event was originally considered not-reportable; however, bwi became aware of the product return condition on (B)(4) 2014 and have reassessed the event as reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a smart touch unidirectional catheter. The catheter was kinked and the shaft material was split in two locations. The physician noted that the catheter was difficult to move within the sheath and when the catheter was removed from the patient, the kink and split in the shaft material was noticed. The catheter was replaced and the procedure was completed successfully with no patient consequence. Upon request, additional clarification was received. There was no difficulty removing the catheter. They only experienced difficulty in maneuvering the catheter in the preface sheath. The insulation was visibly bent and the catheter was malformed in two places. There were no inner wires exposed. They were unable to provide a picture of the issue. Upon receipt, the device was visually inspected and shaft was bent at 86.2 cm, 90.7 cm and 108.1 cm far from the handle. Braid was exposed. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft was damaged. In addition, foreign material was found near tip of catheter around the clear sensor sleeving. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle had a biological composition similar to that observed in saliva, blood, mucous, skin, amongst other human and biological tissues that are common during a medical procedure. Due to the exposed braid, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were insulated. Then per the reported event, catheter outer diameters were measured and device was found within specifications the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. An internal corrective action has been opened to address the thermocool smart touch broken shaft issue.